Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found a damaged front panel at the top right and loose components from the variable relief valve assembly was found dislodged. Replaced the variable relief valve kit. The root cause of the reported issue was found to be user interface - impact to the device causing the screw to become loose. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that something broken in the inside. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.